Event description:
The reporter stated that the tip of the screwdriver broke off during a radial head replacement procedure. The event occurred about one year ago. The surgery time was prolonged. Part of the tip was retrieved but there is still some metal retained in the patient. Integra has requested additional information from the reporter. Probable device-katalyst bipolar radial head system, instruments, (B)(4) hex driver, 2.5mm.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.